Event description:
While deploying a smart control stent across a moderately calcified and tortuous right common to external iliac artery with an 80% stenosis it was reported that the stent jumped forward and was placed distal to the target lesion. An additional stent was placed to fully cover the lesion. There was no reported patient injury. It was noted that the product handle was held flat and straight outside the patient during deployment, and all slack was removed from the system prior to attempted deployment. No patient information is available per the reporting affiliate.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.